Event description:
The physician attempted closure of the arteriotomy with the closer s. During deployment the device separated. The operator was able to retract both parts without problems and converted to compression for closure of the access site. The patient recovered without further incident.